Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the insertion flexible tube (ift) buckled, the light guide cable buckled, the suction channel buckled, the body cover grip cracked, the side body cover cracked, the control body corroded, the remote control buttons cut, the bending rubber worn out, the distal body worn out, the brand plate worn out, and the serial number plate worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.